Event description:
It was reported that the jaw tips of the large needle driver instrument were far apart and not grasping the needle. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was able to confirm the customer reported failure mode with the following clarification that the instrument was bent at the grip tip. When the grip tips were fully closed, the grips did not fully meet. The grip tip was also cracked at the midpoint of the carbide insert. The crack radiated from one side of the carbide insert to the other side. It was concluded that the damage was most likely due to misuse or mishandling. Visual inspection showed no separation between the carbide insert and grip at the brazing surface. Failure analysis concluded that the carbide insert damage was likely due to mechanical damage from the grip being bent backwards, and not due to a brazing issue.